Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: premature deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure, the xpert device was being inserted in the anatomy when the physician noticed the stent had partially deployed. A competitors device was used to perform the procedure. No adverse patient effects were reported. Though requested, no additional information was available.